Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to pelvic organ prolapse and weakened connective tissue in the rectovaginal space. It was reported that following insertion the patient experienced pain (pelvic, back, and perineal), recurring infection, urinary/bowel problems, bulging continued in the vaginal area, irritation, recurrence, bleeding, detachment of the mesh, difficulty using tampons, dyspareunia, and arousal impairment.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal itching, vaginal bump, rectocele, vaginal discharge and vulvar discomfort.